Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the patient sent an email in order to know if metal detectors could potentially cause electromagnetic interference in their neurostimulator. Factors that may have led or contributed to the issue was that the patient thought that the metal detectors did affect their neurostimulator. No information was provided in regards to the actions taken. Unknown if the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that no further information was available. It was reported that the device was implanted after the use by date.